Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed through the provided photograph and mmi review. Visual examination of the provided photograph identified a fractured needle tip. Radiographs were provided and reviewed by a healthcare professional. A review of the available records identified the following. There is a metallic foreign body overlying the posterior knee joint space, and there is no osseous abnormality noted other than osteopenia. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a meniscal device needle fractured during a right knee arthroscopic procedure. An x-ray was ordered approximately twenty-three (23) weeks later when the patient experienced persistent pain in the posteromedial area of the knee. The fractured device was identified, and the patient underwent additional surgery the following day to remove the retained needle tip successfully. Attempts have been made, and no further information has been provided.